Manufacturer narrative:
The device was returned for analysis at manufacturer. The device was tested with a pressurized water test (blood path). The device is currently on test and no leak has been observed at this point (device has been on test for 2 days).

Event description:
During an oxygenator swap from a competitors oxygenator to mc3, sn#(B)(4) was found to have a leak. Blood was seen dripping from the gas exhaust port on the bottom of the device. The oxygenator was swapped out for another nautilus and no patient harm was observed as a result.